Manufacturer narrative:
Investigation summary: the customer reported the spike came off, and returned one sample of material 2426-0007, batch # 25013187. Upon initial visual examination, the set had no spike, and it was snapped off, and the complaint is verified. The spike/drip chamber component supplier conducted further investigation on the issue. Their process did not have any issues in the device history record, using material and lot, quality inspections, or similar complaints. The root cause for the broken spike was unable to be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.

Event description:
It was reported that bd alaris, smartsite the following information was received by the initial reporter with the following verbatim. It was reported by customer that the spike has come off the set causing the IV fluid bag to fall.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.